Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction was confirmed via images provided by the account. A specific cause for the reported obstruction could not conclusively be determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the adverse reported events (patient expiration, infection, sepsis, respiratory failure, and neurological dysfunction) cannot be conclusively determined through this investigation. Corrective action was opened to further investigate heartmate 3 extrinsic outflow graft obstruction. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 04dec2015. The heartmate 3 left ventricular assist system instructions for use (IFU) contains the following information: section 1 lists death, infection, sepsis, other neurological event (not stroke-related), and respiratory failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 4 outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 5 contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6 lists neurological dysfunction and infection as potential late postimplant complications that may be associated with the use of the heartmate 3 left ventricular assist system. Section 7 outlines all system alarms and the recommended actions associated with them. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient expired on (B)(6) 2020 due to a brain injury. The patient had been admitted on (B)(6) 2020 due to low flow alarms and an outflow graft obstruction was observed above the bend relief. The patient had developed a hygroma between the upper part of the outflow graft and the gore-tex layer that was applied during implant. The patient underwent surgery on (B)(6) 2020 to remove the hygroma. The obstruction was confirmed and resolved via surgery but there were problems during the operation which resulted in neurological dysfunction. After anesthesia was started, it was impossible to cannulate via femoral access and cannulation of the aorta ascendens was required. During the procedure there was a 30 to 45 minute period of extremely low flows; the patient experienced cardiogenic shock. The patient suffered a brain injury and was reportedly blind and unable to use their right arm. 25 mg of adrenaline and 1 mg of hydroxycobalamine were administered and the patient was then started with targeted temperatures management (ttm) in the ICU. The patient's anticoagulation status was monitored over the following days and on (B)(6) 2020 heparin was started. It was reported that the patient was suspected to have hospital-acquired (hap) or ventilator-associated (vap) pneumonia on (B)(6) 2020. Cultures were not positive. A chest CT scan showed infiltrates. Changes to medication were made. The suspected pneumonia reportedly resolved on (B)(6) 2020. Also on (B)(6) 2020 a staphylococcus epidermidis catheter infection developed and vancomycin was started. Neither of these infections were considered to be device related. Then on (B)(6) 020 the patient became septic and their condition suddenly declined. The patient exhibited respiratory failure and low blood pressure and ultimately expired on (B)(6) 2020. No autopsy was performed. The pump was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction was confirmed via images provided by the account. A specific cause for the reported obstruction could not conclusively be determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system, serial number: (B)(6), and the adverse reported events (patient expiration, infection, sepsis, respiratory failure, and neurological dysfunction) cannot be conclusively determined through this investigation. The patient was admitted on (B)(6) 2020 due to persistent low flow alarms. Unspecified imaging was collected and revealed an outflow graft obstruction due to a hygroma between the outflow graft and gore-tex layer. The patient was taken to the operating room and the outflow graft obstruction was successfully removed. During the procedure, it was noted that the patient experienced approximately 30-45 minutes of cardiogenic shock, along with estimated pump flows in the 1 liters per minute (lpm) range. On (B)(6) 2020, the patient was placed on heparin and began to experience neurologic dysfunction, which resulted in the patient being unable to use their right arm and going blind. The patient also had cultures test positive for staphylococcus epidermis, which resulted in the patient being placed on vancomycin. On (B)(6) 2020, the patient reportedly became more septic. The patient continued to decline and experienced respiratory failure and low blood pressure before ultimately expiring on (B)(6) 2020. The account communicated that heartmate 3 lvas, serial number: (B)(6), was not explanted and will not be returned for evaluation. Corrective action was opened to further investigate heartmate 3 extrinsic outflow graft obstruction. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 04dec2015. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1 lists death, infection, sepsis, other neurological event (not stroke-related), and respiratory failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 4 outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 5 contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6 lists neurological dysfunction and infection as potential late postimplant complications that may be associated with the use of the heartmate 3 left ventricular assist system. Section 7 outlines all system alarms and the recommended actions associated with them. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be conclusively determined through this evaluation as no images were provided by the account and no product was returned for evaluation. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the adverse reported events (patient expiration, infection, sepsis, respiratory failure, and right heart failure, cardiac arrhythmia, and neurological dysfunction) cannot be conclusively determined through this investigation. The heartmate 3 lvas instructions for use (IFU) lists death, infection, sepsis, other neurological event (not stroke-related), and respiratory failure as adverse events that may be associated with the use of heartmate 3 lvas. Neurological dysfunction is also listed as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU. Additionally, the IFU contains information regarding the preparation and attachment of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.